Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient's labs were drawn during a clinic visit. The laboratory results indicated elevated lactate dehydrogenase (ldh) levels and the patient was admitted on (B)(6) 2016. A pump exchange was performed on (B)(6) 2016 due to suspected thrombus. No further information was provided.

Manufacturer narrative:
Evaluation of the returned pump revealed deposition on the rotor body. Although a specific cause for the observed deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and could have contributed to the patient¿s reported elevated lactate dehydrogenase levels. The blades and body of the rotor revealed a dark red, hard deposition. The deposition was denatured, indicating that it was present while the pump was supporting the patient; however, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.